Event description:
It was reported that a pt underwent a laparoscopic supracervical hysterectomy on (B)(6) 2010. Prior to the procedure, the handpiece was plugged into the motor drive unit but no power came through so the blade would not rotate. Another motor drive unit was tried and still the blade would not rotate. Another like device was opened and the procedure was completed with no adverse pt consequences.

Manufacturer narrative:
(B)(4). Blade will not rotate: prior to first use. Conclusion: the product upon which this medwatch is based has been received, however, the product eval is not yet complete. Any further info derived from the eval will be submitted in a supplemental 3500a form. In addition, a review of the batch mfg records was conducted and the batch met all finished goods release criteria.